Event description:
It was reported that an ilet user experienced hyperglycemia with a highest recorded glucose of approximately 301 mg/dl and persistent readings above 180 mg/dl for about eight hours, including device alerts indicating prolonged levels above 300 mg/dl; troubleshooting with the user led to a site and cartridge change and subsequent glucose improvement, and the user later reported the infusion set had been placed in scar tissue. Symptoms included sustained elevated blood glucose without other acute symptoms. Outcomes included resolution of hyperglycemia after the infusion site change, with no hospitalization, medical intervention, ketone testing, or use of backup therapy. Investigation included triage, review of device performance during the event, and user education on infusion site selection and supply replacement. Investigation of this case revealed user-reported infusion into scar tissue consistent with impaired insulin absorption, with no malfunction of the ilet system identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.